Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not fire. They changed to a new device. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Firing trigger return. The analysis results found that the ets45 device was received with the firing mechanism damaged and the knife exposed. A reload was received partially fired, with the lockout spring damaged and loaded in the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the firing trigger posts were found broken. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record review was performed and no anomalies were found during the manufacturing process.